Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via a phone call, the insulin pump stopped working as she was in the emergency room all day. In the morning the customer's blood glucose was 650 mg/dl. The device says its delivering insulin but she had tried three different ones and the device is not functioning correctly, as it is not pushing the insulin through. Customer stated the device sounds like its cranking when attempting to deliver insulin. Customer treated high blood glucose with manual injections. Customer went to the emergency room and was admitted as her blood glucose was 650 mg/dl. The device had alarmed no delivery at 3:00 am. Customer stated the blood glucose was coming down, because she had hyperglycemia, and came back with oj. Troubleshooting was not possible as customer declined and stated she would reach out to her doctor. The reservoir is not returning for analysis.